Event description:
It was reported that the right ventricular (rv) lead showed ventricular high rate episodes with rates exceeding 400 beats per minute that appear non-physiologic and consistent with a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor was fractured in-vivo. The outer insulation was breached with a depression.